Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user could sign into the system but was not able to access patients. A technical support specialist (tss) found that the user was not assigned to the area served by the station. Advised the pharmacy admin to add the appropriate area assignment for the user. After the update, the issue was resolved, and the user was able to access the station as expected. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was able to sign in but was not able to access patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.